Event description:
N/a

Manufacturer narrative:
Additional information: section h6 investigation summary: the information provided stated that the rn calls asking for guidance in either draining of a full express mini 500 or changing out the drain for a new one. I explain that we recommend changing the drain out to a new one and she quickly explains the procedure to me and asks if she has correctly identified the process. I acknowledge that she has and ask what environment she and the patient are in. She identifies that the patient is at home. I explain that the express mini 500 is not meant for use outside of a healthcare facility. The lot number for this device was not provided so a DHR review cannot be completed and ncrs and incoming inspection records involving these devices cannot be reviewed. The IFU provides adequate instructions for the use of the device. It warns the user not to use this drain if fluid drainage is expected to exceed 500ml per day and not to attempt to reuse the device. It also cautions the user to replace the device once its collection volume reaches max capacity. It states that the drain should only be used by a healthcare provider and that the drain should not be emptied. A field notification was sent to atrium customers on (B)(6) 2023 with additional instructions that the drain is restricted for use in a healthcare facility and that the drain should not be emptied. A complaint history review was completed which found 54 similar complaints involving outpatient use. A recurring lot number report could not be completed without the lot number. A review of crs/capas found 5 related crs and 2 related capas in the two years prior to this event. No evidence was identified to suggest this complaint is related to manufacturing, materials, or design of the device. The hazardous situation/harms is addressed in the harm hazards analysis document which assigns the reported defect a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. Based on the information provided in the complaint and the results of the investigation, the complaint can be confirmed, however a device nonconformance cannot. The information provided indicates that the device was used outside the intended environment and in a way that was not intended. Emptying and continuing to use the drain is not recommended. Use of the drain by someone who is not a medical professional is not recommended. People who are not medical professionals are not expected to know how to operate or interpret the drain. The field safety notification and the interim label make it clear that the device is not intended for outpatient use. The root-cause of this complaint is user error, due to outpatient use of the drain. H3 other text : device not available for return

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Rn calls asking for guidance in either draining of a full express mini 500 or changing out the drain for a new one. I explain that we recommend changing the drain out to a new one and she quickly explains the procedure to me and asks if she has correctly identified the process. I acknowledge that she has and ask what environment she and the patient are in. She identifies that the patient is at home. I explain that the express mini 500 is not meant for use outside of a healthcare facility. She does thank me for the information I confirmed with her.